Event description:
The distal part of the guide wire has been advanced in the lad, 1st diagonalis without friction or tough motions. During removal of the guide wire, the distal part was broken in the distal artery.